Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. The tip (orange brim cap) of the hemostatic valve broke off when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the sheath was replaced the issue resolved. To be more specific on what section broke/separated, it was the orange piece at the insertion side. The valve was compromised because there was bleed back. The brim cap became detached from the sheath. The sheath was being used on the patient and it is unknown if air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was less than 50ml. The physician (md) quickly inserted his thumb over the end of the sheath, inserted a wire and exchanged the sheath to stop the bleeding.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 12-apr-2022. The device evaluation was completed on 21-apr-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment occurred. The tip (orange brim cap) of the hemostatic valve broke off when inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the sheath was replaced, the issue resolved. To be more specific on what section broke/separated, it was the orange piece at the insertion side. The valve was compromised because there was bleed back. The brim cap became detached from the sheath. The sheath was being used on the patient and it is unknown if air entered the patient¿s body. This issue did not require percutaneous or surgical removal. The patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was less than 50ml. The physician (md) quickly inserted his thumb over the end of the sheath, inserted a wire and exchanged the sheath to stop the bleeding. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap was detached from the hub. Also, the hemostatic valve was found detached per brim cap detachment according to the picture provided by the customer, the hemostatic valve was dislodged and the brim cap was detached. The issue reported by the customer was confirmed based on the picture received. Microscopic examination of the hub surface has shown evidence of adhesive that shows that the components were attached. At this time is not possible to determine the root cause of this condition, however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. A device history record evaluation was performed for the finished device [00001875] number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the hub has glue residues, and this shows that the brim cap was attached to the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the brim cap detachment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).